Event description:
After the device was implanted in the pt, it was noted that the mesh was seen through the skin and a part of it came out from the skin. Although the surgeon wanted to remove the implant because of the risk of infection, the pt did not want another surgery. It is scheduled to perform additional procedure on (B)(6) to cut unnecessary part of the mesh and remove the burr by rasp.

Manufacturer narrative:
After an internal investigation of the complaint, it was determined that the surgeon technique was the most likely cause of the adverse event. It is not clear from the report that adequate coverage with healthy tissue was achieved, as specified in the instructions for use. An additional surgery was scheduled on (B)(6) 2012. Correspondence has been sent to the distributor for info on whether or not the surgery occurred and if so, the outcome. This report is being sent out of an abundance of caution. There is no evidence of a malfunction of the device. The most probable cause of the adverse event is surgeon technique.